Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip was missing. The tuohy borst adapter was open, the 2-way stop cock was closed. The distance from the tuohy borst adapter to the pin vise handle was 160mm. The stent graft was in the system and in place. A flushing test was performed successfully at the pin vise handle and not successfully at the 2-way stop cock connection. The tip of the outer sheath was crushed. During the attempt to release the stent graft, the outer sheath tore off. The complaint is confirmed. Based on the eval of the sample and the info provided, the root cause for the deployment difficulties cannot be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not ben established.

Event description:
It was reported that during a procedure to implant a stent graft, the stent failed to deploy. The intended site was the right distal sfa for stenosis. The doctor used a contralateral approach, starting in the left groin, up and over to the right sfa. The path was not tortuous at all and the user did not have any difficulties advancing the system to the lesion, but the device wouldn't deploy. An 8f sheath was used and a 0.035 guidewire for the procedure. No injury to the pt. The procedure was completed without difficulty with two other devices of the same size.